Manufacturer narrative:
(B)(4). Pump passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to loose drive support disk. No charged/battery lasts less than expected anomaly noted. Pump received with cracked battery tube threads and stripped battery cap(p0 coin slot. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no insulin delivery alarms. Customer was reported that insulin pump had grinding noise during rewind, crack near battery cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.